Event description:
It was reported, the patient is experiencing inadequate coverage and auto reduction through all of her programs. Reprogramming did not provide sufficient coverage. No further intervention is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.